Event description:
During the index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the distal rca and one endeavor sprint rx stent implanted in the right posterolateral. Approx 7.5 months post index procedure, the pt experienced chest pain. A revascularization was carried out to the distal lad, svg to mid rca and svg to distal rca. Three other brand stents were implanted. Approx 8 months post index procedure, the pt was readmitted with chest pain, the pt had ptca of the 2nd obtuse marginal, the mid lcx and the left main, with 3 other brand stents implanted. Approx 10.5 months post index procedure, the pt experienced further chest pain and shortness of breath and one other brand stent was implanted in the mid lad. The investigator has indicated that the events were not related to the study device or procedure. Approx 25 months post index procedure, it is reported that the pt suffered a gi bleed. The pt was treated with 4 units of packed red blood cells. The investigator assessed that there was no relationship between the event and the study device or the study procedure. Pt recovered with treatment and no other clinical sequelae were reported. (Ref MFR # 9612164-2011-00782).

Event description:
Approximately 46 months post index procedure, the patient suffered a mi. Investigator indicated that the reported event was not related to the study device. Approximately 48 months post index procedure, the patient died. Cause of death is unknown.

Manufacturer narrative:
(B)(4). Eval, conclusions: (gi bleed, tvr).

Event description:
Additional information received reported that the revascularization event previously reported occurred 17.5 months post index procedure and not 7.5 months post index procedure. It was assessed by the investigator that this event was not related to the study stent.

Manufacturer narrative:
(B)(4).

Event description:
During the previously reported gi bleed, the patient was also treated with medication. The investigator has assessed that the patient recovered following the previously reported target vessel revascularization approximately 17 months post index procedure, on the same day as the previously reported mi, the patient had a revascularization of the lad using a resolute integrity drug eluting stent. The cause of death was cardiopulmonary arrest.

Event description:
Patient death also due to cad, sepsis and copd. Patient death was not assessed for relatedness with the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction, death). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction, death). (B)(4).